Event description:
User facility states device vibrates and gets hot. The heat was felt in the body of the handpiece. The increased temperature occurs after the device has been running for a while. No injury reported to user or pt.